Manufacturer narrative:
Device was evaluated. Inspection found no image due to faulty ccd (charged coupled device) unit. Intermittent horizontal white streaks on image were observed due to shortage in cable. Based on evaluation findings the reported issue was confirmed, found to be due to faulty ccd and shortage in cable. This report will be supplemented accordingly following investigations.

Event description:
Camera head was reported not working well, image was mirrored, upside down. The issue found during an unknown procedure. There was no patient involvement, no user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g3, g6, h2,h4,h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, five years had passed since the delivery of the device, it was assumed that the reported issue was caused by age deterioration, long time use. It was presumed that the reported phenomenon was caused by unexpected stress on the camera head due to the user's handling, resulting in the failure of the ccd unit, which resulted in the absence of images. As stated on the IFU (instruction for use) the user manual states: do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Olympus will continue to monitor complaints for this device.